Event description:
The customer reported that the system was shutting down and rebooting uncommanded during a procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The following repairs were performed: the power plug was determinated, the workstation fuses were cleaned and reseated, the rtos, system interface, display adapter and image processor were reseated, and the workstation power supply voltage was adjusted. The system was then found to be operating as intended.